Event description:
Reportedly, the patient suffers from an atrial bradycardia at 30 bpm transmitted to the ventricle. Upon connection of the ventricular lead, ventricular pacing at basic rate was observed. Nevertheless, no atrial pacing was observed when connecting the atrial lead to the pacemaker. When disconnecting the ventricular lead, intrinsic rhythm at 30bpm was observed. Nevertheless, atrial pacing at basic rate was observed when placing the pacemaker on the skin of the patient.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient suffers from an atrial bradycardia at 30 bpm transmitted to the ventricle. Upon connection of the ventricular lead, ventricular pacing at basic rate was observed. Nevertheless, no atrial pacing was observed when connecting the atrial lead to the pacemaker. When disconnecting the ventricular lead, intrinsic rhythm at 30bpm was observed. Nevertheless, atrial pacing at basic rate was observed when placing the pacemaker on the skin of the patient.